Manufacturer narrative:
(B)(4). Approximate age of device- 2 years and 2 months. The patient remains ongoing with the device. However, a portion of the percutaneous lead (driveline) was received for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that while the patient was at the clinic, two pump stoppages occurred. The patient reportedly remained asymptomatic. Log file analysis completed by the manufacturer¿s technical services representative revealed pump stoppages that appear to have occurred while the lvad system was connected to the power module. On 03aug2017, a manufacturer¿s technical services representative performed a distal end percutaneous lead (driveline) replacement on the entire external portion with no issues. After the replacement, the patient was placed on a grounded power module patient cable and the alarms did not return right away. The patient would be monitored in the hospital overnight for any further alarms. No additional information was provided.

Manufacturer narrative:
Although the reported pump stoppages were confirmed through evaluation of the submitted system controller log file, a cause could not be conclusively determined on a specific cause for interruptions in pump function through the evaluation of the returned portion of percutaneous lead (driveline). The submitted system controller log file captured several low speed events and two transient pump stoppages on (B)(6) 2017, resulting in low speed and low flow hazard alarms. The abnormal pump operation occurred while one power cable was tethered to the power module and appeared consistent with a potential driveline wire compromise; however, the evaluation of the returned portion of the driveline did not confirm any wire damage. The manufacturer¿s technical services representative performed a driveline repair on (B)(6) 2017 and the replaced external portion of the distal end percutaneous lead (driveline) was returned for evaluation, measuring approximately 19.5 inches. Electrical continuity testing of the replaced portion of the distal end percutaneous lead (driveline) revealed that all wires were electrically intact. No areas of damage were noted to the outer silicone sleeve or clear bionate layers. Breakdown of the metal braided shield was observed along the length of the returned distal end percutaneous lead (driveline) segment, which appeared consistent with over 2 years of use. Microscopic inspection of the underlying wires revealed no areas of compromised wire insulation or damage to the inner conductors along the length of the distal end percutaneous lead (driveline) segment. The returned portion of the distal end percutaneous lead (driveline) was suspended in a saline bath for hipot testing to check for current leakage through the wire insulation, and no areas of compromised wire insulation were identified. The patient was reportedly placed on a grounded patient cable following the driveline replacement procedure and no further alarms occurred. The patient remains on vad support. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.